Event description:
It has been reported to philips that at the start of the procedure, during the process of transferring the patient from the stretcher to the ad7 table, the pivot brake on the system released, causing the table to move unexpectedly and the patient to fall to the floor. The patient sustained a bruise and possible fracture and the case was cancelled. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and suspected that the constant on/off of the pivot brake through the years causes the wire to snap. Based on the information available, it was determined that the reported issue was caused by the pivot brake assembly. Fse replaced the pivot brake assembly to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.